Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was experiencing pain when she pressed on the lead and would like the entire system explanted against medical advice. The neurosurgeon's advice was to just replace the battery as opposed to removing the entire system, as they had ordered x-rays and stated that there were no abnormal findings nor any discontinuities within the leads or wires. During a follow-up visit, the patient pointed to an area more posterior to the vns location, which would not be associated with the vns device itself; however, the cause of the pain is unknown. The patient continued to report pain, and was in turn referred to another surgeon for surgery. X-rays have not been received by the manufacturer for review. No surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
It was further reported that no surgical referral was placed, just recommended. The recommended referral for pain is indicated to be for patient comfort only, not to due to or to preclude serious injury. The onset of pain is unknown, reported as chronic. It was also stated that the patient has seen multiple providers with the same complaints. The physician's assessment of the root cause of the patient's pain is "no explanation or known organic cause" since the pain is located at a different site than the vns lead/device.

Event description:
It was further reported the patient's generator was replaced due to battery depletion.

Manufacturer narrative:
D9, corrected data: supplemental report 2 inadvertently noted that the suspect device was available for evaluation when it has not been received to date. H6, corrected data: supplemental report 2 was inadvertently submitted without relevant codes.